Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendix procedure, the obturator/trocar broke. A medical intervention was needed - the tiny little pieces of color from the trocar dame had to be removed from the peritoneum - they were cut out of the tissue. There was tissue loss and tissue damage.